Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A non-bsc guide wire was advanced to the lesion. A 7.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the lesion. During the first inflation, it was noted that the balloon ruptured at 5 atmospheres after being inflated for 5 seconds. Angiography revealed contrast media leakage. When the device was removed from the patient's body, it was found out that the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.